Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump did not deliver insulin as intended. Customer's blood glucose (bg) was 444mg/dl. Tandem technical support performed a pump system check and found that the pump functioned as intended, however, customer maintained that the pump did not deliver insulin as intended. Tandem technical support requested the customer upload pump data logs to determine a possible cause. Multiple follow up attempts were made to obtain pump data logs, however, the customer did not respond to follow up attempts and did not upload the pump.